Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: stockert 70 system (model# unknown serial# unknown). The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ bi-directional navigation catheter approved under PMA # p030031/s053. (B)(4). Settings during the event include: power mode was in use - maximum power 40 watts / maximum duration 365 seconds per ablation turn - total 5958 seconds / maximum temperature 33.8 degrees celsius, minimum temperature during ablation 24.5 degrees celsius / flow 15 ml/min. The patient received heparin and act was maintained at more than 250s at all times, whereas the sodium chloride (nacl) solution used for the catheter was not heparinized. There appear to have been deviations in the recommended bwi instructions for use. Per bwi instructions for use, ¿before use, check irrigation ports are patent by infusing of heparinized normal saline through the catheter and tubing.¿ additionally, ¿connect the irrigation tubing to a room temperature, heparinized (1 u heparin/ml) normal saline bag using standard safe hospital practices. Open the stopcock on the end of the irrigation tubing and fill the irrigation tubing as slowly as possible. Remove any trapped air and then close the stopcock.¿ additional information was received regarding the event. The physician believes the cause of the adverse event is char formation during ablation at the tip of the stsf catheter. The rest of the char can be found on tip of catheter, however the main portion of char unfortunately left the tip section and went into the blood stream to brain vessel. There were no errors on the system and no product problem reported. There were no issues related to temperature and flow of the catheter. A transseptal puncture had been performed. There was also a case delay of a total of 240 minutes. The procedure was 5 hours in addition to 45 minutes prolongation due the adverse event and another three hour and 15 minute delay due to the emergency intervention.

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrial fibrillation (afib) procedure with a smart touch thermocool sf bidirectional catheter and suffered a cerebrovascular accident which required stent placement. At the end of the procedure when the catheter was drawn out, the physician recognized charring on the most distal catheter part. The returned device was visually inspected upon receipt and reddish brown material was found on the proximal end of the tip dome. Per this condition, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Cather passed specifications, however the root cause of the char remains unknown.

Manufacturer narrative:
Additional information was received on may 5, 2016 on the patient condition. A bwi representative last spoke to the physician regarding this patient around 1.5 months ago and the patient is at home and back at work. The patient recovered, but recovery had not been at 100%. The patient did have to quit his sporting activities. (B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on february 2, 2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6), male patient underwent an atrial fibrillation (afib) procedure with a smart touch thermocool sf bidirectional catheter and suffered a cerebrovascular accident which required stent placement. The patient¿s medical history is unknown. Radiofrequency (rf) ablation was performed in left atrium and in the coronary sinus (cs). A pulmonary vein isolation (pvi) was performed for left and right pulmonary veins. A roof line, a box line and a mitral isthmus line had been created via ablations in left atrium and in the cs. At the end of the procedure when the catheter was drawn out, the physician recognized charring on the most distal part of the catheter. The patient was not under general anesthesia, however, the patient was sedated and when they tried to wake the patient, the team realized the patient had hemiparesis. A CT scan was done by a neuroradiologist. A thrombus/clot was found in the cerebral system and an area of low perfusion could be found in one half of the brain. The radiologist used his interventional tools to get the thrombus out, but he failed because the thrombus was not soft like usual, but a very hard material like carbonized char. In the end a stent was placed over the thrombus, reperfusion could be partly established. Patient was still intubated and still showed stroke symptoms and neglect of one half at the time the complaint was reported.